Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch and ventralight st on (B)(6) 2008 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch and ventralight st on (B)(6) 2008 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of kugel hernia patch (device #1). Per operative notes, ¿the palpable hernia incarcerated omentum in the umbilicus was reduced. A kugel mesh (device #1) was placed and sutured to the posterior fascia.¿ (B)(6) 2019 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of ventralight st using echo 2 (device #2). Per operative notes, ¿lysis of adhesions was carried out. The hernia was reduced. A ventralight st mesh using echo 2 (device #2) was placed into abdomen and centered over the defect and secured to abdominal wall using tacks.¿ (note: there was no mention/visualization of kugel patch in this procedure).